Event description:
It was reported that this patient experienced chest pain prior the implant. Before the implant the patient still had pleuric pain. It was suspected a microperforation. The physician repositioned the lead but he suggested that it was not related to the lead. The lead remains in service. No additional adverse patient effects were reported.